Event description:
It was reported that during a lsh procedure, the device did not malfunction, but the pt had blood loss. The pt's hemadocrit was either 23 or 32. The main part of the blood loss came from the uteri and a transfusion was needed. Case completed with the same device of the same product code. They used monopolar forcep to control the bleeding after the harmonic. It seems the tissue effect was not adequate since they had to control the bleeding with monopolar forceps. No device returning.

Manufacturer narrative:
Info not available, device not returned for analysis.